Manufacturer narrative:
Account replaced the lh caregiver control label to resolve the problem with the hi/low running up and down unintentionally at different times. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
Received email from account that alleged that the hi/low was running up and down at different times unintentionally. Account stated that he isolated the problem to the lh caregiver control label. Account stated that there were no injuries.